Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen(2000 mcg/ml at 984.9 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity. It was reported that an active motor stall was seen during interrogation of the patients pump. Multiple motor stalls and recoveries were noted as having occurred starting on (B)(6) 2018. The patient had not recently undergone a magnetic resonance imaging. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and indicated that gablofen was the drug in the patients pump during the event. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that the motor was assumed to be due to wear are tear over time. The elective replacement indicator was noted as being in 8 months. It was reported that the pump had only been filled with approved medications and the patient did not have any recent magnetic resonance imaging done. It was noted that the motor stall did recover on (B)(6) 2018 but the pump could no longer be trusted. The pump was set to minimum rate and the patient was treated for acute baclofen withdrawal. The pump had not yet been explanted but surgery was scheduled for a new pump to be implanted. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and indicated that patient was admitted to the hospital with (B)(6) and acute baclofen withdrawal on (B)(6) 2018. The withdrawal diagnosis was made based on interrogation of the pump which reported a motor stall in addition to the patient presenting clinical symptoms. The patient was treated for the withdrawal with baclofen and valium via his gastrostomy tube. The pump was set to minimal rate in case the pump were to spontaneously recover while receiving treatment. The patient was admitted to the hospital from (B)(6) 2018 until (B)(6) 2018. The dosages of baclofen and valium were tapered down as his symptoms of withdrawal improved. At the patients most recent outpatient clinic visit on (B)(6) 2018 he was on baclofen (30 mg) and valium (5mg. 5 mg. 10 mg) three times a day. It was noted that the patient's medical history included cerebral palsy caused by a (B)(6) event at the age of 3, with severe global development delay, tracheostomy and gastrostomy tube dependent, history of seizures, history of recurrent trach-associated pneumonias and tracheitis, and spasticity on home intrathecal baclofen pump. No further complications have been reported as a result of this event.